Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a gastric sleeve procedure, the doctor used a green reload on the stomach, the reload was fired but one side of the staples was completed on the patient side and the other side of the reload on the specimen side was without any staples. The surgeon double checked the staple line by gastro graphing solution. Unknown how case was completed. There were no adverse consequences for the patient.